Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2018-01124. It was further reported that in (B)(6) 2018, the patient came back with either thrombosis or restenosis in the 3.50 x 38 synergy ii drug-eluting stent that covered the detach guide wire fragment. The vessel is down at this point. This time, the patient had multi-vessel disease. The patient was doing fine and stable, and was scheduled for coronary artery bypass grafting (CABG).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire removal difficulties was encountered and guide wire tip detachment occurred. The target lesion was located in the left circumflex artery. A 182cm choice¿ guide wire was advanced to the lesion; however, the wire became stuck behind the stent strut. The wire was completely coated in polymer but the tip looked like a "spring coil". It was impossible to remove the detach fragment and so it remained in the patient. The physician took ownership, and said it was not a product failure, it was just based upon where he had put it. The physician ended up stenting and tacking it up against the wall and the procedure was completed. The patient got a lot of comorbidities and had an ischemic stroke with an unknown origin. However, the patient's condition was very fair with no further patient complications reported.